Manufacturer narrative:
Section a4: during processing of this incident, further information regarding weight was requested but not received. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: t00005513 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and not receiving enough coverage of the left neck and shoulder. Surgical intervention was undertaken wherein the lead was explanted and replaced to address this issue. Effective therapy was restored post-op.